Event description:
The complainant alleged that during a training session by facility staff, the device displayed a "defib fault 80" message. The complainant indicated that there was no pt involvement in the reported malfunction.